Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager indicated door open when closed. A field service engineer (fse) diagnosed issue to latch connectivity, so installed replacement latch microswitches applying conductive grease and corrected housing alignment to mitigate hasp crashing to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was not stay closed. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d concomitant med prod data.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was not stay closed. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.